Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), migraine ("migraines"), arthralgia ("pain in joints and back"), back pain ("pain in joints and back"), loss of libido ("loss of sexual drive"), dyspareunia ("pain during sexual intercourse"), menstruation irregular ("very irregular periods"), abnormal weight gain ("considerable weight gain") and mood swings ("mood swings"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure). Essure was removed in 2018. At the time of the report, the pelvic pain, genital haemorrhage, swelling, hypersensitivity, migraine, arthralgia, back pain, loss of libido, dyspareunia, menstruation irregular, abnormal weight gain and mood swings outcome was unknown. The reporter considered abnormal weight gain, arthralgia, back pain, dyspareunia, genital haemorrhage, hypersensitivity, loss of libido, menstruation irregular, migraine, mood swings, pelvic pain and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sexual intercourse"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), menstruation irregular ("very irregular periods"), back pain ("pain in joints and back"), swelling ("swelling"), migraine ("migraines"), arthralgia ("pain in joints and back"), loss of libido ("loss of sexual drive"), abnormal weight gain ("considerable weight gain") and mood swings ("mood swings"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure). Essure was removed in 2018. At the time of the report, the pelvic pain, dyspareunia, hypersensitivity, genital haemorrhage, menstruation irregular, back pain, swelling, migraine, arthralgia, loss of libido, abnormal weight gain and mood swings outcome was unknown. The reporter considered abnormal weight gain, arthralgia, back pain, dyspareunia, genital haemorrhage, hypersensitivity, loss of libido, menstruation irregular, migraine, mood swings, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.